Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (provera). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and uterine dilation and curettage ("I had d&c and biopsy of uterus"), was found to have biopsy uterus ("I had d&c and biopsy of uterus") and experienced depression ("depression"). The patient was treated with duloxetine hydrochloride (cymbalta) and hysterectomy scheduled ((B)(6). Essure treatment was not changed. At the time of the report, the medical device removal, biopsy uterus, depression and uterine dilation and curettage outcome was unknown. The reporter considered biopsy uterus, depression, medical device removal and uterine dilation and curettage to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: biopsy uterus, d&c, depression and medical device removal event added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event depression was added. New treatment drug was added. Reporter from social media was added. Case become incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.